Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level of 40 mg/dl. Customer stated that they understand and had been told numerous times from tech support that they get a 20% discrepancy in numbers because they measure different fluid in the body. But showing they had normal sugar when they was falling out on the floor with a low was not cool. Customer will discontinue use of the device.